Event description:
It was reported that the 2600 sys monitor cart was not displaying an image. It was noted that during a case the monitors on the monitor cart displayed white screens. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on the info provided the following components have been ordered. Motherboard, video switching pcb, aux interface pcb and communication pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a f/u report will be submitted as required.